Event description:
It was reported that during a follow up in clinic, inadequate capture and r-wave amplitude variation were noted on the right ventricular (rv) lead. Diagnostic imaging was performed and dislodgement of the rv lead was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.